Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Allegedly, unit started to go into standby intermittently, but is more of a steady non-intermittent behavior.